Manufacturer narrative:
Follow-up # 1 date of submission 2/22/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump black box data showed that the data from the date of the complaint was overwritten however there were unexplained pump reboot events observed in the current black box data. The pump powered on with the returned battery cap and the battery cap was unable to fully tighten. During visual inspection of the pump, it was observed that the returned battery cap had damaged threads, the ¿coin slot¿ was worn and the top of the battery cap was worn. It was also observed that the battery compartment had damaged threads and had cracks in the thread area and below the grip pad. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump case was removed and there was no evidence of moisture or loose components inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a power (damage) issue. It was reported that the user was unable to remove the battery cap from the pump and was unable to tighten the battery cap. It was also reported that there was no power in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.